Event description:
It was reported that customer experienced continuous glucose monitor error and required assistance. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, confirmed error did not recur, and successfully started new sensor session; no additional actions were reported.